Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 10mm x 9mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and expired due to an intraparenchymal hemorrhage.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).